Manufacturer narrative:
The reported complaint of device breakage and falling apart is inconclusive. Despite multiple attempts to obtain the device for return to conmed for evaluation, the device has not been located or returned to conmed by the facility. Its location is unknown. No photographic evidence has been provided. Therefore, the reported failure cannot be verified, nor a root cause determined. Should the device in question be returned, an evaluation will be performed, and a supplemental and final report will be filed. As a lot number was not provided, conmed could not conduct a two-year lot history review or review the manufacturing documents from the device history record (DHR). A two-year review of complaint history for similar failure modes revealed there has been a total of 67 complaints, regarding 73 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU also gives direction as to removing the vcare after use, including but not limited to :reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported issues with a vcare medium (34mm) cup # 60-6085-201a, that occurred at (B)(4) hospital "3 times this month" involving unknown lots on unknown dates. Information received was that the vcare units came apart during robotic assisted hysterectomy salpingoophorectomy surgeries. There were no injuries, no delays and the procedures completed without incident. Additional information confirmed the details were similar for all 3 incidents. They indicated that while removing the uterus, the balloon, balloon "cuff" and cervical cup all detached. The vcare had been in place between 30-60 minutes before the issue occurred. The cervical cup was sutured in place but detached from shaft. Nothing broke apart, all pieces were intact but dislodged from the shaft. The procedure was reported to be completed "normally". It was confirmed that there was no patient impact or injury. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.